Manufacturer narrative:
Medical device expiration date: unknown. The customer's address is unknown. (B)(6), USA has been used as a default. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. "

Event description:
It was reported that a box of syringe 1.0ml 28ga 1/2in 10bag 500 dhc had missing label information during use. The following was reported by the initial reporter: "it was reported that 1 box was missing the expiration date. Verbatim: pharmacy reported pharmacy calling found 1 box not opened without exp dates on the boxes".